Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Information indicates that one lead has a problem. It is unknown which of the implanted leads is the concern. See MFR report #2649622-2015-15933 for the report on the other potential lead.

Event description:
A patient implanted for failed back surgery syndrome and spinal pain reported their device was not able to be programmed to get the right area. Stimulation was supposed to be for the left knee up to the left thigh and groin, but since the permanent implant all the patient got was stimulation on the soles of her feet and the bottom legs that she couldn't even walk with. She kept it on for 1-1.5 hours at least and stimulation never got where her pain was; instead it was going up the right leg, but they didn't want it in the right leg since the right leg had no problem. It was noted the patient needed coverage for the left leg. It was further reported the patient saw the manufacturer's representative (rep) who told them the "wire was loose at the beginning and it moved around." The rep. Further stated if stimulation didn't get to the right area another rep. Would be able to work with them because it could take three adjustments to get it right. The patient talked to the rep. Again on (B)(6) and told him stimulation never went to the right, and she couldn't even walk on this because stimulation was on the sole of her feet. Since implant the patient had also been experiencing pain in their back which they described as "having a hole in the back and it hurts." When asked to clarify the patient stated it wasn't a hole, it just felt like it was hurting and she had the leads going through, so when she leaned back she felt it. The rep. Further reported they spoke with the patient but the patient didn't recall anything they told her. The rep. Was there when the physician told the patient she may not get coverage where she needed it but the patient was adamant she still wanted the implant. The patient was scheduled to be seen for reprogramming next week.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the stimulation in the wrong location and pain was due to ¿never placed in correct area¿. After 2 weeks, there was reprogramming and the issues were resolved. If additional information is received, a follow-up report will be sent.